Event description:
I became very ill generalized intense pain and dry heaves in the early morning hours on (B)(6) 2011. I also had a blood glucose level of 439. I bolused and later called 911 because pain would not subside. I was admitted to the hospital's critical care unit that afternoon in dka, with a blood glucose level of 528. I was told to disconnect my insulin pump and got a fresh cartridge of insulin, a new infusion set and tubing. When I removed the flexlink plus infusion set, I discovered that the cannula was bent and I had not been receiving any insulin. The following day, blood tests showed a rise in my troponin levels, indicating a mild heart attack due to the stress my body was under. I spent 2 days in critical care and was released from the hospital on (B)(6) 2011. Dates of use: about 2 weeks. Event abated after use stopped: yes.